Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he had to go to the hospital due to not monitoring his blood glucose (bg) correctly. He also reported that his pdm (personal diabetes manager) lcd (liquid crystal display) is damaged. He is currently working with the doctor to help him get better in managing his bg and is currently waiting for the doctor to allow him to leave the hospital. There was no further information regarding the hospital visit or to the patient¿s treatment.

Manufacturer narrative:
The returned device was evaluated and found to have a damaged lcd screen, rendering the screen unreadable.